Event description:
Zinc toxicity [metal poisoning]. Muscle ache in arms [muscle pain]. This case was reported by a consumer and described the occurrence of zinc toxicity in a (B)(6) female pt who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder for an unk indication. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula) cream (batch number hl7m, expiry date unk) for an unk indication. On an unk date, the pt started super poligrip denture adhesive powder and super poligrip original (zinc free formula). On an unk date, an unk time after starting super poligrip denture adhesive powder and super poligrip original (zinc free formula), the pt experienced zinc toxicity (serious criteria gsk medically significant) and muscle ache in arms. Super poligrip denture adhesive powder was discontinued. Super poligrip original (zinc free formula) was continued with no change. On an unk date, the outcome of the zinc toxicity was not recovered/not resolved and the outcome of the muscle ache in arms was recovered/resolved. The reporter considered the zinc toxicity and muscle ache in arms to be related to super poligrip denture adhesive powder and super poligrip original (zinc free formula). Additional details: ae info received 11/11/2014: the consumer reported using super poligrip powder and super poligrip original. The consumer reported having muscle aches after using the products and zinc toxicity which she further described as she is going to get her blood work drawn to see if she has an elevated zinc level. The consumer reported that she think she may have it because she has muscle aches in her arms. The consumer reported that she does not take anything else that would do that. The consumer reported that she is no longer using super poligrip powder but is still using super poligrip original. The consumer reported that she is still experiencing zinc toxicity, but the muscle aches have resolved.